Manufacturer narrative:
(B)(4). Scissored clip. The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed two scissored clips and it locked out as intended. Please note the scissoring event is not related to the reported incident. No conclusion could be reached as to what may have caused the reported event. Although it is not possible to conclude how the scissoring event occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device fired two clips at once, followed by an empty fire (nothing came out when device was fired). The device was then replaced with another er320 and there were no such problems. The original device was tested again on air and it worked as it should. No patient consequences reported.